Event description:
It was reported that the patient, who had previously disconnected the ilet pump per clinician guidance and then reconnected it, experienced hypoglycemia with a documented glucose of 35 mg/dl after glucose values had been near 100 mg/dl and trending down; the system issued an urgent low alert, ems was called, oral glucose was administered, blood glucose stabilized on scene, and the patient was instructed to disconnect the pump thereafter. Symptoms included dizziness, weakness, and shakiness. Outcomes included an event requiring urgent attention without hospitalization. Investigation included communication with the patient and healthcare provider and analysis of information provided by the user and third party. Investigation of this case revealed no specific device problem, no device component implicated, and no findings available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.